Event description:
As reported by the user facility: event 3: complaint description staff nurse started magnesium sulphate infusion, micro air bubbles formed in the fluid inside the IV line, causing air in line alarm. Attempted to resolve by repriming tubing and flicking air bubbles back up into IV bag tubing changed 3 times. On the 4th (last) set of tubing, the alarms resolved. Required 4 sets of IV tubing, approximately 40 minutes of nursing time taken up resolving the issues and an unknown quantity of medication wasted repriming all of the tubing. No injury reported.

Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). No sample and/or lot number were provided. Further investigation of the complaint is not possible without a sample and/or lot number. The reported defect was unable to be confirmed. The actual defective device is valuable tool in investigating the cause of this incident. We will maintain this report for further references and continue to monitor other reports for similar occurrences. If any additional pertinent information becomes available, a follow up will be submitted.